Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test and verify or alarm in the alarm history due to motor error alarm. Pump received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 70 mg/dl. The device was returned for analysis.